Event description:
It was reported that a spectrum iq infusion pump under-infused bsa during therapy. (Parameters involved - vtbi - 250ml, amount - 200mg, bsa - 1.8 m2, time - 01:39 hr:min, dose - 105 mg/m2, rate - 152 ml/hr. The patient being treated that had a bsa below our soft bsa lower limit. The nurse entered the bsa and received the soft alert that it was below this soft limit and asked if they wanted to proceed. The nurse clicked yes to accept the value. The nurse expected to have to enter the bsa again (like they do if the bsa is within bsa range) and instead typed the bsa into the time field. Parameters involved - volume to be infused- 250ml, amount - 200mg, bsa - 1.8 m2, time - 01:39 hr. Min, dose - 105 mg/m2, rate - 152 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.